Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the electrode pads were returned to zoll medical corporation; the customer's report was verified and attributed to the high voltage pins were offset which prevented a proper connection. Replacement pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the associated defibrillator was unable to connect to the pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.